Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 382 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 160 mg/dl. During the call to customer support, it was revealed that the consumer did not control solution test their test strips for integrity before use as instructed in our directions for use and the test strips. A control solution test was performed while troubleshooting showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The customer was educated on these directions for use at the time of call. The test strips in question will not be returned because the consumer used them up while troubleshooting.